Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2018 with blood glucose of 3 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as feeling unwell, shakiness, dizziness, discomfort, fluid overload, and lethargy. The customer was wearing the insulin pump during the incident. The customer had dialysis complications. Troubleshooting was not completed. The customer was also hospitalized on (B)(6) 2018. The insulin pump will not be returned for analysis.